Event description:
It was reported that the subject device panel was blinking. The issue was found during the setup of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and socket malfunction a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was front panel flashing due to narrow band imaging (nb)I cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.